Manufacturer narrative:
The manufacturer received information alleging a ventilator¿s was not getting pressure correctly. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated.  The device operated and alarmed as designed. In addition of the above evaluation, the device¿s blower was noisy due to dust/dirt contamination and the front enclosure and rear enclosure were cracked. The blower, front enclosure and rear enclosure were replaced. The device passed all the test.

Event description:
The manufacturer received information alleging a ventilator¿s was not getting pressure correctly. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.